Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The pt had not experienced any recent injury or trauma that may have damaged the ncp system and did not manipulate the device through the skin. Lead break is suspected. Revision surgery was performed, during which both the lead and generator were replaced. No serious injury was reported in conjunction with the high lead impedance condition.

Manufacturer narrative:
X-rays were reviewed. Review of mfg records by MFR did not reveal any obvious discontinuities in the ncp system.